Manufacturer narrative:
A specific root cause could not be determined. The issue occurs only on e601 with reagent lot 180705, but not on e411. The issue could not be localized to a raw material problem with lot 180705.

Event description:
The customer initially reported on (B)(6) 2014 that they were having issues with controls running low for troponin t stat (short turn around time) - tnt stat. Patient correlation studies were said to be "not bad" at the time. The field application specialist was helping the customer troubleshoot the issue. During troubleshooting, an additional patient correlation study was performed on (B)(6) 2015 with twelve patient samples. The samples were initially tested on the e601 analyzer and these results were reported outside of the laboratory. Samples were then repeated on an e2010 analyzer for the correlation study. Of the twelve samples, two had erroneous results when compared to the results from the e2010 analyzer. The customer noted that results were slightly lower on the e601 analyzer, but did not believe the difference in results was clinically significant. No results were corrected and there have been no complaints of incorrect results. The first sample initially resulted as 0.04 ng/ml on the e601 analyzer. When repeated on the e2010 analyzer, it resulted as 0.06 ng/ml. The second sample was from a (B)(6) male. The sample initially resulted as 6.89 ng/ml on the e601 analyzer. When repeated on the e2010 analyzer, it resulted as 8.44 ng/ml. The patients were not adversely affected. The tnt stat reagent lot number was 18070501, with an expiration date of 11/30/2015. The field service representative could not determine the cause of the issues. On (B)(6) 2015, he adjusted pmt high voltage and performed an initial blank cell calibration with no errors. He deleted all calibration data. The customer was then able to calibrate all assays and controls were in range for all assays except tnt. The customer then moved tnt stat testing to the other measuring cell of the analyzer on (B)(6) 2014. After calibration, controls were then within acceptable ranges. The field service representative returned on (B)(4) 2015 and replaced the measuring cell of the analyzer. He also adjusted the z height of the sipper probe. All performance testing passed without error. The customer ran calibration and controls; these were within the customer's acceptable ranges. One control level was within range, but on the low side. On (B)(6) 2014, the field service representative replaced the sipper 2 tube assembly and the sipper probe. The customer then calibrated and ran controls on both measuring cells.

Manufacturer narrative:
Preliminary investigations have been able to confirm that differences in results exceed the expected value when comparing results from the e601 with an e2010 analyzer using tnt stat reagent lot 180705. The customer's observations could be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).